Manufacturer narrative:
The insert accessory was returned and evaluated. Per the customer reported complaint, engineering observed that the clamp arm and blade are broke off. Engineering concluded that the damage is likely due to excessive force applied to the jaw. The instruments and accessories user manual specifically states: general precautions and warnings: "handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments." Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that during a da vinci s surgical procedure the jaw on the harmonic curved shears insert accessory installed on the harmonic curved shears instrument broke. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.